Manufacturer narrative:
Model number/catalog number: sc-1110 , serial number: (B)(4), batch/lot number: 177536, model/catalog description: scs ipg2 dual array rechargable ipg. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction was suspected.